Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display or failed battery test was noted. All operating currents are within specification. The pump passed the self test. No unexpected low battery or of no power alarms noted. No c13 isolation tape damage noted on the lcd board. The pump was received with a cracked reservoir tube lip and a minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a cracked reservoir tube lip and a minor scratched display window.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that she received messages 3 or 4 times that the battery was no good. Customer tried another battery but continued to have an error message. Customer inserted a new battery but stated that the display did not return. Customer stated that she did not receive a failed battery alarm. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.